Event description:
It was reported that the patient started having redness around the pump pocket site in (B)(6) 2014. The managing physician had been monitoring the pump pocket site and recently noticed increased redness and scab formation at superior edges of the pump. The cause was unknown; the size of the pump was factored in and it was decided to change the pump size from a 40cc to a 20cc and move the pump to the right side of the patient. On (B)(6) 2014 a new pump segment catheter was used along with a new 20cc pump. The spinal portion of the catheter remained implanted. The neurosurgeon aspirated catheter access pot of pump for 2cc to determine that catheter was functioning well. The patient's status at the time of report was "alive-no injury." No device malfunctions were reported. No other medications known at the time of event as patient was getting effective treatment the pump. It was noted that the patient was doing okay post implant and receiving effective therapy. The pump system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).